Event description:
It was reported that device separation occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the device separated at the joint part of the guide segment. A balloon topping technique was performed to assist in the removal of the guidezilla device. It was noted that the physician thought that the cause of the separation was that the guiding sheath probably kinked at the bifurcation. There were no issues observed when advancing the guidezilla, however, the separation might have occurred when the device was pulled out. The procedure was completed with a different device. No patient complications were reported as a result of this event.

Event description:
It was reported that device separation occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the device separated at the joint part of the guide segment. A balloon topping technique was performed to assist in the removal of the guidezilla device. It was noted that the physician thought that the cause of the separation was that the guiding sheath probably kinked at the bifurcation. There were no issues observed when advancing the guidezilla, however, the separation might have occurred when the device was pulled out. The procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar. Microscopic inspection revealed no additional damages.